Manufacturer narrative:
Evaluation of the returned smart coil revealed offset coil winds on the embolization coil. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, damage such as offset coil winds may occur. These offset coil winds likely contributed to the coil being stuck at the hub of the microcatheter during the procedure. During the functional test, the smart coil was advanced through a demonstration microcatheter without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, two smart coils were successfully implanted into the target location. While advancing the next smart coil, the smart coil advanced a little and became stuck at the hub of the microcatheter. Therefore, the smart coil was not used in the procedure. The procedure was completed using seven non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.